Event description:
The user facility reported that a reliance synergy washer-disinfector leaked water onto the floor extending approximately 6 feet from the washer load side. No injuries, procedure cancellations or water damage were reported.

Manufacturer narrative:
The steris service technician inspected the unit and found a break in the dryer piston assembly, allowing water to leak from the washer through the vent hose. The technician replaced the broken parts, ran test cycles to confirm the unit was operating properly and returned it to service.